Event description:
It was reported that revision surgery was performed on the right knee due to breakage of the stem. Explanted devices were returned for evaluation and only two x-rays were provided after requesting more information to the hospital.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery took place due to the breakage of a stem in a rt-modular knee system. Femoral component (75005553), the stem (75005516) and the insert (75005491), all used in treatment, were received for investigation. It can be confirmed that a fracture occurred, however it did occur at the taper of the femoral component and it was not a fracture of the femoral stem. The production records of the stem and the insert were reviewed. There were no deviations found. The records of the femoral component was not reviewed, as the batch number was not communicated. It was not legible on the returned part, as it was covered up by bone cement. However, based on the conduced material investigation, it can be concluded that the material of the part matches the material specification closely. The failure was caused by crack initiation at the corner region (lateral side) between the taper and the femoral component, followed by crack propagation with mechanisms of cleavage and fatigue fracture. No further complaints regarding a fracture of the cone were registered in the past. X-rays have been received for the medical investigation, however no further clinical documentation. The medical assessment can confirm the breakage of the part, however the root cause of this failure cannot be assessed. The failure mode and the severity is covered by the risk management files. The IFU lit no. 12.24 ed. (B)(6) mentions fracture of implants as a possible risk. In conclusion, the failure mode of a fracture can be confirmed. The fracture happened at the corner of the taper of the femoral component. The root cause cannot be determined. Furthermore, it cannot determined if the taper was damaged in any way, leading to the crack initiation. To date, the need for further actions is not indicated. Should further information become available, this complaint will be reassessed. Smith and nephew monitors this device for further similar issues. The returned devices will be retained.

Manufacturer narrative:
D1, d4 and g4 have been updated.

Event description:
It was reported that, after initial surgery had been performed, an unknown rt-plus modular stem broke. The adverse event was treated by performing a revision surgery. The patient outcome is unknown.